Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The stryker clinical support specialist reported that during a femoral nailing procedure, the surgeon made a successful entry with the nail and the guide. During this procedure, the guide wires attach to the aiming jig to give a position to pass a reamer over the wire to make a track for the locking screw. The first pass for the first locking screw was undertaken successfully. When the reamer was passed over the second wire, the tip of the cannulated reamer snapped off and was left on the guide wire. The surgeon withdrew the broken reamer tip and there was no metal left in the patient. The case was completed using a single use sterile reamer. Regarding the surgical delay, the surgeon further reported that the case took 4 hours and 3 minutes. How long the 2 intraoperative events delayed the case is hard to say but a nail is almost always less than 2 hours. The broken drill bit (reported under (B)(4)) didn¿t delay the case too long and certainly less than 30 mins. The divergent wires reported under this per delayed more than 60 minutes. The surgeon confirmed that no unintentional metal was left in the patient. The patient has been reviewed in clinic on (B)(6) 2016 and he is doing well and showing no signs of harm from such a long operation.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event. For further details of the main investigation performed (primary product) refer to the investigation report.

Event description:
The stryker clinical support specialist reported that during a femoral nailing procedure, the surgeon made a successful entry with the nail and the guide. During this procedure, the guide wires attach to the aiming jig to give a position to pass a reamer over the wire to make a track for the locking screw. The first pass for the first locking screw was undertaken successfully. When the reamer was passed over the second wire, the tip of the cannulated reamer snapped off and was left on the guide wire. The surgeon withdrew the broken reamer tip and there was no metal left in the patient. The case was completed using a single use sterile reamer. Regarding the surgical delay, the surgeon further reported that the case took 4 hours and 3 minutes. How long the 2 intraoperative events delayed the case is hard to say but a nail is almost always less than 2 hours. The broken drill bit (reported under (B)(4)) didn¿t delay the case too long and certainly less than 30 mins. The divergent wires reported under this per delayed more than 60 minutes. The surgeon confirmed that no unintentional metal was left in the patient. The patient has been reviewed in clinic on (B)(6) 2016 and he is doing well and showing no signs of harm from such a long operation.